Event description:
It was reported that the colonovideoscope displayed a scope communication error - error code b30. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause is due to a defective plug unit, component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.